Event description:
The customer reported that 100mls of 0.7 mg dose of tacrolimus was programmed to infuse at 4.2 ml/h over 24 hours in guardrails, however the infusion completed in 4 hours. The report suggests that the hard max rate for tacrolimus in guardrails is 4.2ml/hr and that according to report viewer there were no guardrails trigger events for that device in that 48hr period; nor were there any tacrolimus guardrails events for any pumps anywhere in either public or private hospital over that 3 day period. Further info received suggests that there were concurrent infusions running on 3 other modules: amiodarone 600mg/100ml at 4.2ml/hr over 24 hrs, noradrenaline, possibly some insulin actrapid.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.